Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with minor scratches on lcd window and cracked case at display window corners.

Event description:
The customer reported high blood glucose, low blood glucose and that the insulin pump alarmed button error. Customer stated he was trying to give bolus for the high blood glucose and got button error. Troubleshooting was done. Customer's blood glucose was 400 mg/dl. Customer stated the insulin pump could have gotten to moisture due to sweat. Customer stated that his blood glucose was 45 mg/dl when he woke up. He ate and took glucose tablets. Unable to troubleshoot for high blood glucose and low blood glucose due to button error. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.